Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 6.

Event description:
Reference number: (B)(4). Event occurred in spain. It was reported that the patient faced an infusion set tubing detachment on (B)(6) 2025. The site of detachment was from hub. The infusion set was in use for few hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-17888. Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 13-mar-2026 against "lot number 6012406 and similar malfunction code(s): leak between tubing and pump connector/hub detachment /significant wetness, leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing), tubing detached from hub. The review confirmed that lot 6012406 and the identified failure mode are not associated with any nonconforming reports (ncrs) or corrective and preventive action (capas) of the same or similar nature. Similar complaints search: a query was run in the eqms on 13-mar-2026 against "lot number" criteria equal 6012406 and similar malfunction codes leak between tubing and pump connector/hub detachment /significant wetness, leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing), tubing detached from hub. The count of complaints is 2. The complaint numbers are (B)(4). Device history record (DHR) review: the lot 6012406 was manufactured according to the work instruction (wi) version 121 and manufactured in the l1 on 26/mar/2025 with a total of (B)(4) units. The sub-assembly, of the lot 5c03782 was manufactured according to the wi version 9 and manufactured in the itl01, on 25/mar/2025, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6012406 and related malfunction codes for leak - tubing damage significant / extensive. Two complaints were identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.